Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous distal right coronary artery (rca). The 1.5x08mm mini trek balloon dilatation catheter (bdc) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without issue. Reportedly, there was no interaction of devices and no damages noted to the bdc. The 2.0x08mm mini trek bdc failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without issue. Reportedly, there was no interaction of devices and no damages noted to the bdc. Another 2.0x08mm mini trek bdc successfully crossed and was used to pre-dilatate the lesion. During unpackaging of the 3.5x33mm xience xpedition stent delivery system (sds), the stent implant dislodged during removal of the protective sheath; thus the sds was not used. Reportedly, there was no resistance noted during removal of the protective sheath. A new 3.5x33mm xience xpedition sds was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.